Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube).') And cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, lower abdominal pain, cesarean section and vaginal delivery. Essure confirmation test:result: perforation (fallopian tube). What did your healthcare provider tell you about your results: suffer from stroke do not remember all I know is that it took. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal) type: all the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all the time"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all the time"), rash ("infection (other) describe: face breaks out skin stays dry/rashes or skin conditions/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), dry skin ("infection (other) describe: face breaks out skin stays dry/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, cerebrovascular accident, genital haemorrhage, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, dry skin, bladder disorder, urinary tract disorder, migraine, reproductive tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered bladder disorder, cerebrovascular accident, cystitis, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, rash, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 155 lbs. Discrepancy in date(s) of insertion: (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : event weight fluctuation was updated to more specific events: weight gain. Aka name added, reporter added, concomitant drug, medical history added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube).'), cerebrovascular accident ('stroke') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: result: perforation (fallopian tube). What did your healthcare provider tell you about your results: suffer from stroke do not remember all I know is that it took. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal) type: all the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all the time"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all the time"), rash ("infection (other) describe: face breaks out skin stays dry/rashes or skin conditions/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), dry skin ("infection (other) describe: face breaks out skin stays dry/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, cerebrovascular accident, genital haemorrhage, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, dry skin, bladder disorder, urinary tract disorder, migraine, reproductive tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight fluctuation and gastrointestinal disorder outcome was unknown. The reporter considered bladder disorder, cerebrovascular accident, cystitis, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, rash, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. Events per pfs: perforation (fallopian tube), hormonal changes, abnormal bleeding (general), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: all the time, infection (other) describe: face breaks out skin stays dry, rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition, nausea, dental problems, neurological conditions or problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain / loss, gastrointestinal or digestive system condition, other injury(ies) or complication (s) please describe: sever dry skin on face and body if it doesn't produce breakouts and stroke were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube') and cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, lower abdominal pain, cesarean section and vaginal delivery. Essure confirmation test:result: perforation (fallopian tube). What did your healthcare provider tell you about your results: suffer from stroke do not remember all I know is that it took. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding general"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection bladder/urinary tract/vaginal) type: all the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all the time"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all the time"), rash ("infection (other) describe: face breaks out skin stays dry/rashes or skin conditions/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), dry skin ("infection (other) describe: face breaks out skin stays dry/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, cerebrovascular accident, genital haemorrhage, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, dry skin, bladder disorder, urinary tract disorder, migraine, reproductive tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered bladder disorder, cerebrovascular accident, cystitis, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, rash, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 155 lbs. Discrepancy in date(s) of insertion: (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube).') And cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, lower abdominal pain, cesarean section and vaginal delivery. Essure confirmation test:result: perforation (fallopian tube). What did your healthcare provider tell you about your results: suffer from stroke do not remember all I know is that it took. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal) type: all the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all the time"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all the time"), rash ("infection (other) describe: face breaks out skin stays dry/rashes or skin conditions/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), dry skin ("infection (other) describe: face breaks out skin stays dry/other injury(ies) or complication (s) please describe: sever dry skin on face and body if it does not produce breakouts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, cerebrovascular accident, genital haemorrhage, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, dry skin, bladder disorder, urinary tract disorder, migraine, reproductive tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered bladder disorder, cerebrovascular accident, cystitis, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, rash, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 155 lbs. Discrepancy in date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : event weight fluctuation was updated to more specific events: weight gain. Aka name added, reporter added, concomitant drug, medical history added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.